Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non healthcare professional reported that, during intraocular lens implantation surgery, they had an entire day where they saw scratch on the lens on the periphery of the lens where the injector met the optic. They are going to test the other injector they have to see if that would help the issue.